Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A heal collar 3.5x5.5, 5mm (hc355) was returned for investigation. Visual inspection of the as returned product identified signs of use and damage along the threads functional testing was performed for the returned product and it was determined the healing collar could not fully seat on an in-house compatible implant. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2019021184). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019021184) for similar event and no other relevant complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. D4: expiration date and UDI. D10: device available for evaluation change 'no' to 'yes. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the healing collar would not seat onto the implant.